Manufacturer narrative:
Concomitant products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 04-feb-2023, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 10-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient had been having a loss of therapy and the pump was found to have been flipped at her last refill appointment. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient was taken into surgery as the pump had been flipping. On opening the pocket, the hcp found the existing pump segment of the catheter very twisted. He cut the twisted part off and attached a new piece to the existing spinal segment using a pump segment revision kit and then tried to aspirate the catheter but was unsuccessful. He then opened the spine incision and found that the anchor was loose, and the spinal segment of the existing catheter was not at the targeted spinal level. He then removed the spinal segment of the catheter and successfully implanted a completely new catheter. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.